Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported vasoview hemopro 2 used for an endoscopic vein harvesting procedure was defective.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 07/08/2022. An investigation was conducted on 08/03/2022. Only the cannula was returned. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the white cannula handle, metal shaft, plastic tip of the cannula, and c-ring. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. No other visual or physical defects were observed. Based on the returned condition of the device, and the no specific failure reported, the analyzed failure "break; c-ring" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.